Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked between the twist sleeve and main body. This issue was noticed during use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a broken occluder foot. Clear passage testing was performed with no issues noted. Leak testing and clamp function testing failed due to the broken occluder foot. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.